Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 5. The valve was hydrated for about 25 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8807pl, with lot ctkb00, conformed to the specifications when released to stock in 14th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that during a ventricular peritoneal shunt insertion the valve was preventing fluid from entering the catheter. A backup valve was used to complete the procedure. No reported patient harm or delay in surgery greater than 30 minutes.